Event description:
It was reported that after a refill, the patient's therapy manager (ptm) did not show the current refill date. The healthcare provider (hcp) decoupled and then recoupled the ptm to the pump. This action resolved the issue. No patient symptoms were reported. Drug: unknown.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2011-(B)(6), product type catheter product ID 8637-20, serial# (B)(4), implanted: 2011-(B)(6), product type pump. (B)(4).